Event description:
Country of complaint: (B)(6). Suture snapped when using robotic radical prostatectomy.

Manufacturer narrative:
Us reporting agent notified (B)(4) 2014. Complaint description: suture snapped when using robotic radical prostatectomy. Samples received: 8 unopened pouches. All received sample packs are tightly packaged. There are no previous complaints of this code/batch. There are no units in OEM stock. OEM has tested the knot pull tensile strength of the samples received and the results conform to OEM's requirements. Reviewed the batch mfg record, this product had a normal process and the results conform to OEM's requirements. OEM remarks: when working with novosyn suture materials great care should be taken to ensure that the use of surgical instruments such as tweezers and needle holders do not damage the material by being pinched or kinked. Actions on product: not applicable. Corrective/preventive action: not applicable. No further pt info was provided at the time of this report or made available in response to follow up communication. No additional adverse consequences have been reported from this event.